Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth telemetry. As a resolution, inductive telemetry was used to complete ICD programming. The procedure was concluded with the ICD implanted. At post-operation check, the ICD was able to be interrogated via bluetooth. There were no patient consequences.